Event description:
The operator was lowering the table. The pt grabbed the side to raise themselves, and the table moved logitudinally. The pt's fingers were caught between the table top and the xy box. The pt sustained lacerated fingers requiring sutures to close.